Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were subjected to a visual inspection for defective stoppers. 0 of 30 retain samples failed for the customer reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper is broken on one (1) tube resulting in no negative pressure. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper is broken on one (1) tube resulting in no negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6) e1: initial reporter facility name: (B)(6) hospital, there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.